Manufacturer narrative:
This instrument has been investigated. On (B)(4) 2014 an ocd field engineer(fe) arrived at the customer site and performed a reader camera alignment and optics adjustment. The fe performed a temperature verification and reader reference image. The customer ran and accepted qc. Repairs have returned this instrument to expected operation.

Event description:
The customer reports that the ortho provue gave negative results for a sample that was positive 1+ in manual gel and had a previous history of anti-m during antibody screen. No erroneous results were reported. (B)(4).